Event description:
It was reported that incorrect product was implanted into a patient. The surgeon and the sales representative that was in the room were followed up with to make them aware of the issue. I was informed that the regular process of checking the implant with the hospital staff did occur before the implant was opened, however at the time, no one recognized the issue. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01790. Medical product: femur cemented (cr) standard nitrided left size 6 item# 42572606001 lot# 65266267, tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 65282645, all poly patella cemented 32 mm diameter item# 42540000032 lot# 65270952. Stem extension tapered cemented 14 mm diameter +30 mm length item# 42557000114 lot# 65264993. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue is attributed to implanting incompatible devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.